Manufacturer narrative:
Multiple follow up attempts were made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The company representative was able to provide new procedural information, which was updated in the appropriate section. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the pta balloon inflated, the balloon length appeared to be shorter than indicated. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The device was not returned. An image was provided and reviewed. Based upon the image provided, the length of the balloon appears to be 12cm in length. However, the complaint investigation is inconclusive for a device markings issue, as the device and product labeling were not returned and the lot number was not provided. As there are no rival balloons that are manufactured to be 12cm in length, it is unknown whether the balloon in the image is a rival balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.